Manufacturer narrative:
The customer complaint could not be confirmed because no product could be requested to be returned for failure investigation; no hospital name, address, or contact person is listed, and no phone or e-mail is provided. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states "main IV tubing malfunction-back flush valve on primary tubing failed and secondary IV fluid flowed into primary bag-medication went in too fast." No further information is available. No indication that there was patient harm or medical intervention.